Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. A reactive but large pupil was observed. Eye drops were prescribed. Problem resolved. The lens remains implanted. Cause of the event is reported as unknown. Reportedly, brimonidine drops help tremendously.

Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581 - larger size pupil but reactive. Claim#: (B)(4).